Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code and noted a noisy fan. Ther were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, s233 malfunction alarm codes were noted in the device history. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device had an abnormal noise coming from the fan. The device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted int he device history. The probable cause of the s233 malfunction alarm code was due to a broken device fan assembly. This report represents all info known by the reporter upon query by hospira personnel.